Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 46-62 mg/dl. Bg cause was not known. Glucose tablets were consumed and insulin deliveries were terminated to address bg. Tandem technical support reviewed the pump data and found that the pump had resumed insulin when customer's bg started to trend up; pump functioned as intended. Customer acknowledged that pump was functioning as intended.